Event description:
Patient attended 52 week follow up for trial and complained of pain in hip, becoming very painful on extremes of movement in hip, a CT scan (on (B)(6) 2015) and follow up appointment were booked. Patient seen on (B)(6) 2015 by surgeon who found that the hip had united so the patient was offered removal of implant as a solution to the pain. Gamma3 nail removed on (B)(6) 2015. The gamma3 nail was originally implanted on (B)(6) 2013.

Manufacturer narrative:
Investigation summary: the nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Because the nail was not available a technical investigation of it was not possible. X-rays and all available information were evaluated by a medical expert: ¿the information submitted by the hospital does not clarify the reason of the event. The findings of the CT examination offer only a coxarthrosis as potential reason for the hip pain. No other findings directly related to the device are described. Such a coxarthrosis may be caused independently from the fracture and fixation with the gamma nail or may be caused by a (partial) femoral head necrosis which would have to be rated as device related. None of the x-rays offers a possible reason for the pain. Fragment reduction and positioning of the hardware are excellent and there is no significant bone sintering. Furthermore, there are no significant signs of coxarthrosis, which would elucidate the pain.¿ the root cause of the pain could not be determined. Because the bone healed successfully and the positioning of the implants was excellent it can be assumed that the nail fulfilled its task like specified. It is reported that the patient has osteoporotic bone; furthermore the height and weight indicate that the patient is obese. Osteoporosis and obesity are listed as adverse effects in the IFU. Based on the DHR review, all information and the fact that the bone was healed successfully a manufacturer related issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
Patient attended 52 week follow up for trial and complained of pain in hip, becoming very painful on extremes of movement in hip, a CT scan (on (B)(6) 2015) and follow up appointment were booked. Patient seen on (B)(6) 2015 by surgeon who found that the hip had united, so the patient was offered removal of implant as a solution to the pain. Gamma3 nail removed on (B)(6) 2015. The gamma3 nail was originally implanted on (B)(6) 2013.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.